Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). Correction number: 2531779-03/24/2010-003-r. During testing, the load step failed to detect the cartridge and emitted a "no cartridge detected" warning. Evaluation revealed contamination within the force sensor assembly and an out of calibration force sensor.

Event description:
Product evaluation revealed contamination in the force sensor assembly and an out of calibration force sensor. This report is made based on the results of evaluation.